Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the users were unable to access medications. A technical support specialist informed that the inability to interact with the machine occurs when either the user or the device has an incompatible area assignment in the profile, advised coordinating with a pharmacy super user or contacting the central office to ensure all user rights and area assignments are correctly configured, also guided updating the station area assignment in the server by navigating to settings areas and adding the appropriate area for the station. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fh-coyote all users were unable to access medications. No error message was displayed upon login; however, only the user preferences and maintenance options were visible after signing in. The customer rebooted the device, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.